Event description:
Patient is enrolled in the stryker post approval study. On her response on her 8 yr follow up hip questionnaire, the patient reported pain in her hip. The patient was then contacted, and she mentioned on occasion hearing a "noise" and popping sound in her hip. No intervention has yet been taken.

Manufacturer narrative:
Device remains implanted, and is not available for evaluation.